Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material was observed at the proximal skive hole. Visual analysis did not reveal any defect or anomalies on the returned catheter; however, major kinking was observed on the guide wire. Confirmation from the customer revealed that they were not aware of this damage. Therefore, it is being assumed that this kinking occurred while in transit to (B)(6). The total length of the catheter measured to be 216mm which is within specifications of 207-227mm per product drawing. The inner diameter of the distal extension line measured to be 1.676mm (.066") which is within specifications of 1.650mm-1.750mm per product drawing. The outer diameter of the distal extension line measured to be 2.407mm which is within specifications of 2.390mm-2.490mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the proximal extension line measured to 1.4224mm (.056") which is within specifications of 1.420mm-1.500mm per product drawing. The outer diameter of the proximal extension line measured to be 2.18mm which is within specifications of 2.13mm-2.21mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen (s)." Both extension lines flushed as expected. Both lumens were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester, the distal tip was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional leak testing. A manual tug test confirmed both extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing, including functional leak testing performed per bs en iso 10555-1. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.4.-lot # has been corrected to 71f20j1995.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.